Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.(B)(4) no anomalies found; the full lead was returned for analysis. All insulators were breached/cut, the outer insulation had cosmetic depressions and blood was observed in/on the helix mechanism. There was apparent explant damage. (B)(4) no anomalies found; the full lead was returned for analysis. The proximal conductor was distorted, the outer insulation was breached/cut, and blood was observed in/on the helix mechanism. There was apparent explant damage and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. (B)(4) no anomalies found; the full lead was returned for analysis. All insulators were breached/cut, the outer insulation had cosmetic depressions and blood was observed in/on the helix mechanism. There was apparent explant damage. (B)(4) no anomalies found; the full lead was returned for analysis. The proximal conductor was distorted, the outer insulation was breached/cut, and blood was observed in/on the helix mechanism. There was apparent explant damage and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient died less than 7 months after device was implanted. The cause of death has been requested and not received.

Event description:
It was reported that the patient died less than 7 months after device was implanted. Follow up with hospital revealed patient last seen by them due to breaking hip from fall. No device issues were reported. The cause of death was intraparenchymal hemorrhage incurred after fall. There were no device allegations from the health care professional .